Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a sling procedure to treat sui on (B)(6) 2007 and the mesh was implanted. The patient experienced discomfort, deep dyspareunia, pain when sitting, abdominal pain, pelvic pain, pain down legs, reoccurring infections, discharge, nerve pain, vaginal atrophy, occasional painful urination, occasional painful bowel movements, pain at site of sutures, pulling sensation along vaginal wall and extensive scar tissue. As per patient, the pain is so bad and vaginal wall so thin that the patient is looking to full removal. It was also reported that there is no opinion if the mesh has eroded; however, a doctor can feel the mesh through the very thin vaginal wall and it is only a matter of time before it is exposed. The patient was offered a partial removal. No further information is available.